Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, delamination, crease flat. Leak test was performed and found openings on anterior and posterior side. A microscopic analysis was performed which identify one opening sharp on anterior side. And also identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as unidentified (tear) opening. A striated edge opening on posterior and radius side assessed as surgical damage.

Event description:
Health care professional reported a right side deflation. Device has been explanted.

Event description:
Healthcare professional additionally reported, implant exchange, due to patient concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.